Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 150 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that he had programmed a bolus and went to clear the rise rate alarm when he found the button not working. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. The insulin pump has minor scratched display window and cracked battery tube threads.